Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/chronic'), device dislocation ('no coils were in my right tube/coil would not advance into my right tube/left occlusion only') and genital haemorrhage ('gen. Abnorm. Bleed') in a 33-year-old female patient who had essure (batch no. 927085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("back pain"), 3 days after insertion of essure. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea(cramping)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2012, the patient experienced abdominal distension ("gi conditions/bloating") and alopecia ("hair loss"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced depression ("psych injury/depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), rash ("rash/skin condition"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condit/prob") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2018 salping. (Unilateral) and on (B)(6) 2018:unilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, fatigue and weight increased had resolved and the device dislocation, allergy to metals, rash, vaginal discharge, abdominal distension, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, depression and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, nausea, nervous system disorder, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 160 lbs. Approximate weight at the time of essure placement 150 lbs. 0 coils on right. 3-4 coils on left. Discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: other (please describe): 0 coils on right. 3-4 coils on left. No coils were in my right tube. Lot number: 927085 manufacturing date: 2011-12 expiration date: 2014-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/chronic'), device dislocation ('no coils were in my right tube/coil would not advance into my right tube/left occlusion only') and genital haemorrhage ('gen. Abnorm. Bleed') in a 33-year-old female patient who had essure (batch no. 927085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("back pain"), 3 days after insertion of essure. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2012, the patient experienced abdominal distension ("gi conditions/bloating") and alopecia ("hair loss"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In june 2013, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced depression ("psych injury/depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), rash ("rash/skin condition"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condit/prob") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2018 salping. (Unilateral) and on (B)(6) 2018:unilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, fatigue and weight increased had resolved and the device dislocation, allergy to metals, rash, vaginal discharge, abdominal distension, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, depression and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, nausea, nervous system disorder, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 160 lbs. Approximate weight at the time of essure placement 150 lbs. 0 coils on right. 3-4 coils on left. Discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: other (please describe): 0 coils on right. 3-4 coils on left. No coils were in my right tube.. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received : reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/chronic'), device dislocation ('no coils were in my right tube/coil would not advance into my right tube/left occlusion only') and genital haemorrhage ('gen. Abnorm. Bleed') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("back pain"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2012, the patient experienced abdominal distension ("gi conditions/bloating") and alopecia ("hair loss"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced depression ("psych injury/depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), rash ("rash/skin condition"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condit/prob") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2018 salping. (Unilateral) and on (B)(6) 2018:unilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, fatigue and weight increased had resolved and the device dislocation, allergy to metals, rash, vaginal discharge, abdominal distension, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, depression and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. 0 coils on right. 3-4 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: other (please describe): 0 coils on right. 3-4 coils on left. No coils were in my right tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: chronic/pelvic pain, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), apareunia, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), gen. Abnormal. Bleed, nickel allergy, rash/skin condition, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches, nausea, neuro condit/problem, vision problems, weight gain, psych injury. Event outcome was added for the events: pelvic pain, dysmenorrhea, dyspareunia, apareunia, abdominal pain, back pain, menorrhagia, metorhagia, gen. Abnormal. Bleed. Lab data and reporter's information was added. On 19-sep-2019: plaintiff fact sheet received. Event: abnormal bleeding(vaginal) and no coils were in my right tube was added. Event gastrointestinal disorder nos was replaced with the event abdominal distension and psychological trauma with depression. Event outcome was added for the events: fatigue and weight gain. Event onset date was updated. Lab data was updated. Reporter's information was updated. Fu 2&3 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.